Manufacturer narrative:
(B)(4).

Event description:
It was reported that "transmitter not working" error occurred. The product was evaluated. An external visual inspection was performed and passed]. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed. The allegation was confirmed. The probable cause was determined to be transmitter error alert. No injury or medical intervention was reported.